Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field(s): d8, d9 h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, olympus confirmed the reported failures occurred however the cause of the breakage could not be determined; therefore, the most probable cause of the complaint is cause traced to component failure, however it is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotriptor, ultrasonic probe broke while being used. The issue occurred during an unknown therapeutic procedure that was completed with the same device. There was no report of patient harm.